Event description:
(B)(6): customer reports via phone that during a retrograde urology procedure under general anesthesia on a male pt (age unk), the system fluoro failed. Physician complete the procedure using endoscopy. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint and found the x-ray tube was not fully extended over the table top. The message center on the tube also displayed this error. The tube was able to be fully extended by using the hand control so fluoro resumed. Fse checked the system and verified proper operation per (B)(4) and returned the unit to the customer for full service.